Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This is 1 of 4 allegations of hospitalization. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device. This is 1 of 4 allegations of hospitalization. The patient reported 4 instances in which each event has similar details but occurred on different event dates. On the (B)(6) 2025, the patient's mother took the patient to the hospital due to elevated ketones and continue inaccurate cgm readings. During the event, the cgm reading was between 200 and 300 mg/dl. When they got to the hospital, they took a bg reading which was 555 mg/dl and the cgm reading was high. The patient was sweaty, pale, feverish and urinated himself. The patient was treated at the hospital with IV medication and the insulin pump was stopped and started giving the patient manual insulin lispro. They performed a blood work which was showing 80-90% elevated ketones. The patient was not experiencing diabetic ketoacidosis (dka) since he was taken to the hospital in time. The patient was discharged the same day but later had to return to the hospital and was hospitalized again the next day (B)(6) 2025. It was not specified if the patient removed the device or was still using the same sensor during this event. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm reading was between 200 and 300 mg/dl. The reported glucose values fall within the b zone of the parkes error grid when checked at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.